Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 300 mg/dl while using a steel 23 inch 6 mm infusion set and contacted support for assistance with an infusion set and cartridge change; the agent guided a complete cartridge and infusion set replacement, including rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill, after which the blood glucose trended down to 243 mg/dl and later to 136 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved without hospitalization. Investigation included technical troubleshooting and user education conducted by phone. Investigation of this case revealed no device alerts or alarms and successful device function after the infusion set and cartridge change, with the user attributing the high glucose to coffee intake before the supply change; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.